Event description:
Additional information received. At the time of application, the syringe leaked the liquid the first time (saturday). In the second application, when trying to use it, it released the fitting and rubber and it was not even used. Two units of the same material were identified, but one leaked during the application of the material and the other before application. The medicine that was being used was the anti-inflammatory - profenid the patient was exposed to the leak, but the substance did not come into contact with the skin or mucous membranes (eyes, nose and/or mouth) and there was no harm to the patient. Customer provided to us the additional information below. About the first syringe that leaked, could you clarify if the leak was through the luer (syringe/needle connection)? Or was it behind the plunger? Or was it through the cylinder body (there are cracks/holes in the cylinder)? The leak was through the needle fitting. Regarding the second syringe, when it is said that the fitting and rubber detached, does it mean that the plunger/stem of the syringe broke prematurely? The fitting and rubber came loose prematurely when the person applied and pulled the rod and came loose before the medication expired. When opening the package, was the plunger already activated? Or did it break during the aspiration of the medicine? The fitting and rubber came loose prematurely when the person applied and pulled the rod and came loose before the medication expired. It was informed that the two units are available for analysis, could you confirm the zip code of the place so that we can carry out the collection, please? The zip code entered was not found. Zipcode: 26510-370. Customer sent to us the information below. The syringes have already been collected and sent, so there is no way for me to take a photo of the deviations since they are no longer with me.

Manufacturer narrative:
Five samples received by our quality team for investigation. Through visual inspection, no defects or issues observed on the syringes. Functional testing was performed, leakage occurred. A device history review was performed for reported lot 2314686, a maintenance order was found related to the premature plunger activation, therefore this incident is confirmed. Based on the teams investigation, possible root cause is associated with lack of adjustment in the assembly and vision system. Assembly machinery parts will be replaced. Possible root cause for leakage at luer is associated with luer poorly attached to the needle.

Event description:
It was reported that the bd solomed¿ syringe leaked profenid during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: "at the time of application, the syringe leaked the liquid the first time (saturday). In the second application, when trying to use it, it released the fitting and rubber and it was not even used. Two units of the same material were identified, but one leaked during the application of the material and the other before application. The medicine that was being used was the anti-inflammatory - profenid the patient was exposed to the leak, but the substance did not come into contact with the skin or mucous membranes (eyes, nose and/or mouth) and there was no harm to the patient."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.